Manufacturer narrative:
(B)(4)- based on the information provided, the cause of the reported complication can be attributed to miscommunication between the surgeon and the bedside assistant. A review of the instrument logs has confirmed that the pcs instrument involved with the reported event has been used in a subsequent procedure and hence will not be returned for failure analysis investigations. Moreover, there is no allegation of a malfunction of an isi instrument or system. A follow-up MDR will be submitted if additional information is obtained. A review of the site's system logs for the reported procedure date has been conducted. Investigation revealed no related system errors occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Moreover, the pcs instrument has been used in a subsequent procedure. No image or video recording have been provided for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted pleural decortication surgical procedure, a vessel was punctured while the surgeon was using a pcs instrument for blunt dissection. At the time the complication occurred, the bedside assistant attempted to attach the monopolar cord to the pcs instrument and pushed too hard. As a result, the pcs instrument drove through a branch of the pa and punctured it. The surgeon gained control of the bleeding vessel and undocked the robot to repair the vessel.

Event description:
It was reported that during a da vinci-assisted pleural decortication procedure and while the surgeon started to move his hand toward the pulmonary artery (pa), the bedside physician¿s assistant attempted to attach the monopolar cord to a permanent cautery spatula (pcs) instrument. At that time, the bedside physician¿s assistant allegedly pushed the cord too hard. As a result, the pcs instrument drove through the and punctured the pa. The decision was then made to convert the case to open surgery and the surgical staff undocked the robot. Intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and the surgeon and obtained the following information: at the time the event occurred, the surgeon was using the pcs instrument for blunt dissection around the pa. The surgeon got close to the pa to dissect the vessel. At that time, the bedside physician¿s assistant attempted to attach the monopolar cord to the instrument and pushed too hard. The pcs instrument tore one of the posterior branches of the pulmonary artery. The surgeon used a tip up fenestrated grasper instrument in the other arm to push against the lung parenchyma to apply pressure. The surgeon left the pcs instrument on the bleeding vessel. The surgeon gained control of the bleeding vessel and undocked the robot to repair the vessel. The bleeding vessel was controlled with sutures. The surgeon confirmed that the estimated blood loss was about 100 ml which did not require a transfusion. The surgeon had confirmed there was no malfunction of the pcs instrument that contributed to the vessel injury. The issue was due to the bedside assistant pushing the monopolar cord hard into the pcs instrument while the surgeon was using the pcs instrument for blunt dissection. He confirmed the pcs instrument would not be returned to isi for evaluation. The patient did have one additional day in the hospital secondary to the open procedure.